Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bellows diaphragm was replaced and the unit was returned to service.

Event description:
The hospital reported a malfunction in the bellows resulting in the loss of mechanical ventilation. There was no report of patient injury.